Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead had a physical damage on insulation. Additional information was obtained from the field representative indicating that the patient complained of irritation and inflammation on the incision site. Physician performed revision and confirmed that right ventricular (rv) lead was bent and the insulation cracked at the bend as the patient manifested twiddler's syndrome. The rv lead was explanted, replaced and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the revision procedure was performed due to suspected necrosis due to the device rubbing in the pocket. The physician also wanted to perform the revision procedure due to potential impending erosion of the device. It was later confirmed there was no necrosis. There was no evidence of twiddling as previously reported. However, the patient had been touching the device which was believed to have resulted in the bend in the lead as the lead had not been implanted with the observed bend found at the revision procedure. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed insulation damage and stretched conductor coils with a separation between the neck insulation and ring. Resistance and pressure testing was performed which confirmed the lead¿s electrical continuity and insulation integrity. Laboratory evaluation confirmed the reported clinical observation of insulation damage. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.